Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for collapsed tube was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of collapsed tubes were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of collapsed tube based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cat plus blood collection tube there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "a collapsed tube was noticed when it was received in the lab before being placed on the instrument. Blood had been collected into the tube."